Event description:
It was reported that the user experienced repeated ¿dosing stopped¿ alerts (alert 38), which initially resolved after a device restart but recurred the following day. Upon additional troubleshooting, the alert persisted immediately after restart and prevented further actions such as rewind. The user was advised to discontinue use of the device and transition to backup therapy using subcutaneous insulin injections, and a replacement device was issued. The user reported hyperglycemia with a highest blood glucose level of approximately 400 mg/dl and associated symptoms of headache. No hypoglycemia or interruption in dosing was reported during the initial contact; however, dosing was stopped when the alert persisted. Outcomes included transition to backup therapy and successful receipt of a replacement device, with no reported hospitalization or long-term health consequences. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.